Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that one hour after the prbc infusion started, leakage was noted at the distal end of the tubing closest to the patient. No patient harm was reported.

Event description:
The customer reported that one hour after the prbc (a positive) infusion started, leakage was noted at the distal end of the tubing closest to the patient. No patient harm was reported.

Event description:
The customer reported that one hour after the prbc (a positive) infusion started, leakage was noted at the distal end of the tubing closest to the patient. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din (B)(4) lot number w8e31c,1 exp aug 19 naci 0.9% and an a positive blood bag. The customer¿s report of a leak during a blood infusion was not confirmed. Visual inspection showed no damage or abnormalities and no evidence indicative of a leak having occurred. Functional testing showed no anomalies. The root cause of the customer's report was not determined.